Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies. On august 14, 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed the device was not functioning. Surgery to explant the pt's device is to be scheduled.